Manufacturer narrative:
(B)(4). Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.

Event description:
The customer alleged questionable calcium results on 5 patient samples when analyzed on the cobas c501, referred to in this report as "analyzer a." Some repeat testing was performed on a second cobas c501, referred to in this report as "analyzer b." For patient #1 the following calcium results were obtained: 7.8 mg/dl on analyzer a 8.1 mg/dl on analyzer a 8.5 mg/dl on analyzer b 8.8 mg/dl on analyzer a after recalibration 8.6 mg/dl on analyzer a for patient #2 the following calcium results were obtained: 10.5 mg/dl on analyzer a 11.3 mg/dl on analyzer a after recalibration 11.0 mg/dl on analyzer b for patient #3 the following calcium results were obtained: 9.6 mg/dl on analyzer a 10.2 mg/dl on analyzer a after recalibration 10.8 mg/dl on analyzer b for patient #4 the following calcium results were obtained: 10.0 mg/dl on analyzer a 10.8 mg/dl on analyzer a after recalibration 10.8 mg/dl on analyzer b for patient #5 the following calcium results were obtained: 9.1 mg/dl on analyzer a 9.9 mg/dl on analyzer a after recalibration 9.6 mg/dl on analyzer b the customer stated that none of the results were accompanied by a data flag. The calcium reagent lot # is 6261901. The customer stated that she did not feel that any patients were treated or affected due to this event because she did not feel that any erroneous results were reported outside the laboratory. The customer had checked the resistivity of the water used by the analyzer and found it to be acceptable. The field service representative determined that the analyzer's water container was dirty. He cleaned the water container and the rinse mechanism lines. The field service representative observed for proper analyzer operation while performing precision testing.

Manufacturer narrative:
(B)(4).